Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. During routine surveillance of clinical study publication (knee surgery, sports traumatology, arthroscopy (2021) 29:2249-2256) involving nano fx, the following complication was reported: in the case where a retear developed after a trabecular fracture during implant insertion, the retear developed at the musculotendinous junction, not at the "fractured" footprint. The current status of the patient is unknown. There was no report of a malfunction with the device. The date of the actual procedure and re-rupture is unknown. There is no allegation that the nano fx caused the reported event. The current status of the patient is unknown. There was no report of a malfunction with the device. The date of the actual procedure and re-rupture is unknown. This submission is for the second of two infection events reported. A mir was submitted to the spanish health authority under report #(B)(4).

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon conclusion of the investigation at the manufacturing plant. The reported event is not confirmed based on the limited information provided. The lot number was not provided. A review of the batch record could not be performed. The patient experienced a known possible adverse affect that is considered a general surgical risk. There is no indication through the investigation of a device malfunction, production, design or use issue. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. During routine surveillance of clinical study publication (knee surgery, sports traumatology, arthroscopy (2021) 29:2249-2256) involving nano fx, the following complication was reported: in the case where a retear developed after a trabecular fracture during implant insertion, the retear developed at the musculotendinous junction, not at the "fractured" footprint. The current status of the patient is unknown. There was no report of a malfunction with the device. The date of the actual procedure and re-rupture is unknown. There is no allegation that the nano fx caused the reported event. The current status of the patient is unknown. There was no report of a malfunction with the device. The date of the actual procedure and re-rupture is unknown. This submission is for the second of two infection events reported. A mir was submitted to the spanish health authority under report (B)(4).

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon conclusion of the investigation at the manufacturing plant.